Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have cancer. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 29, 2024 and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have cancer. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During an exterior and interior investigation,a dust like contaminate on the exterior and interior of the water chamber, interior of the humidifier top enclosure, flip lid seal, dry box, dry box seal, dry box inlet seal, humidifier top housing, interior of the humidifier bottom enclosure, exterior and interior of the lower base, heater plate, white ultra fine filter, exterior and interior of the top enclosure, flow manifold, ui knob (user interface), blower housing, right side assembly, humidifier cable, blower bellow, air inlet seal, and the exterior and interior of the bottom enclosure. A yellowish tint on the flip lid seal, dry box inlet seal, and air inlet seal. Hairlike fibers on the interior of the lower base, interior of the top enclosure, and interior of the bottom enclosure. An unknown brown contaminates on the interior of the lower base and the heater plate spring. The manufacturer used a fitt (foam integrity test tool) and was a able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.